Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the disposable would not thread onto the device. There is no visible damage and the device has 63 uses remaining. Procedure completed with same/like device. There was no adverse consequence to the patient.